Event description:
Complainant alleged that while attempting to defibrillate a male patient in his 50's, the attached electrodes caused the associated defibrillator to display a "defib pad short" message. The clinician obtained another defibrillator and attached it to the original set of electrode pads and the defibrillator displayed a "defib pad short" message. The clinicians then obtained another set of electrode pads and they were able to continue therapy. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.